Event description:
The external pulse generator was returned for repair due to a field action. It was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper/lower cases, one side bail cover, ring cover and battery drawer were broken. The lead flex cover was contaminated and the encoder flex was out of specification.